Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in the posterior side assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. White calcification observed in the surface of the shell. Brown particles observed in the surface of the shell. Observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture diagnosed with an ultrasound. Device has been explanted and replaced with non- allergan device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed with an ultrasound. Device has been explanted and replaced with non- allergan device.

Event description:
Healthcare professional reported, right side rupture. Diagnosed with an ultrasound. Device has been explanted and replaced with non- allergan device.